Manufacturer narrative:
The hill-rom technician found the side communication cable was not properly connected to the bed. Per the hill-rom user manual, warning: a communication cable must be used for beds that have nurse call. Failure to do so could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician reconnected the side communication cable to the bed to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed's nurse call was not working. The bed was located in (B)(6) at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).